Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements of 125 ohms. Boston scientific technical services (ts) was contacted, and ts saw a gradual shock impedance rise in latitude and made programming recommendations. The device and leads remain in service. No adverse patient effects were reported.